Event description:
It was reported that "usb charging port is damaged and connection is loose for charging." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.